Event description:
Revision completed due to loosening of the stem. During surgery, the stem came out clean leaving the cement mantle intact, so we did a cement in cement revision with a size 1 std c-stem. The head was also removed. The cup was removed so we could implant a pinnacle cup with a larger diameter in order to have a larger diameter head for stability.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available photographs were reviewed and with the evidence provided the reported condition of loosening cannot be confirmed. However, the evidence shows some damage on the device. The damage shown is consistent with device extraction. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received, states that the primary surgery was approximately 27 years ago.